Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1 and #2). Per op notes, "two perfix plugs (device #1 and #2) were placed to the pubis medially, cooper's ligament inferiorly and transversalis superiorly." (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia, mesh pain and infection thereby underwent repair with removal of mesh (device #1& #2). Per op notes, "there were 2 plugs identified. Both plugs (device #1 and #2) were then dissected free from the surrounding tissue. The plugs (device #1 and #2) were removed".

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. This MDR represents perfix plug (device #2). An additional supplemental MDR was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.